Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Customer had tried several infusion sets and one of them had a bent cannula. Blood glucose ranged from 120-440 mg/dl. Customer's blood glucose went down after moving the site. Customer declined further troubleshooting. The insulin pump/infusion set was not returned for analysis.